Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No numbers going up noted. The device had motor error alarm during rewind due to corroded motor home switch. No moisture damage found on the electronic assembly. The unit had cracked display window corner, cracked battery tube threads, broken belt clip slot at the battery tube threads area, cracked reservoir tube lip and cracked reservoir tube.

Event description:
It was reported that the customer had high blood glucose levels of 124 mg/dl. The customer reported a button error alarm from the insulin pump during a bolus. The customer reported that the numbers on the display of the insulin pump kept ramping up by itself. The customer reported that the insulin pump was exposed to water. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.